Manufacturer narrative:
Additional information was received that database analysis was taken and confirmed that eight contacts in port a and three contacts in port b had high impedances. The ipg appeared to be working as expected. The leads had high impedances and the reason was unknown. The patient underwent a revision procedure wherein the ipg, leads, and clik anchor were replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 17692260 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing either inadequate stimulation or painful stimulation. High impedances were noted. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing either inadequate stimulation or painful stimulation. High impedances were noted. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.